Manufacturer narrative:
Internal complaint reference: (B)(4). Paper: preliminary study on treatment of lingual tonsil hypertrophy by endoscopic assisted coblation.

Event description:
It was reported that on literature review preliminary study on treatment of lingual tonsil hypertrophy by endoscopic assisted coblation, 1 patient had a secondary bleeding between the 6th and 12th day after a lingual tonsil hypertrophy by endoscopic assisted coblation procedure using a coblation wand device. The event was treated/resolved with a revision surgery, performing surgical debridment and plasma radiofrequency coagulation for hemostasis. Patient outcome is not known. No further information is available.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Insufficient product identification information was provided and thus a instructions for use/device labeling review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. Our clinical investigation concluded: the data presented in the aged article did not provide insight or relevance to current clinical outcomes for the product/device. Per subsequent e-mail, no further information is available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.